Event description:
The customer reported the system went down in the middle of a case and it did not recover by a reboot. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The control panel board were evaluated and reseated. The system was tested and found to be working as intended and returned to service.